Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.2 cm with the helix retracted and clogged with blood/tissue. Visual examination found insulation cuts due to procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of insulation damage prior to revision was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03024, 2017865-2020-03025. It was reported that the patient presented in the hospital with chest pain. The physician opened the chest pocket and noted the right atrial lead had an insulation abrasion. The physician explanted and replaced the right atrial lead and repositioned the right ventricular lead and implantable cardioverter defibrillator during procedure on (B)(6) 2020. The patient was in stable condition.